Manufacturer narrative:
Motor error alarm during occlusion test due to faulty force sensor resistor. Insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test, and rewind. Unable to perform prime/compromised force sensor system test and no delivery test due to motor error alarm. Insulin pump was received with missing address/serial number label, minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and button keypad overlay damaged. (B)(4).

Event description:
The customer reported via phone call that the barcode sticker on the back of the insulin pump came off. Customer's blood glucose level was 380 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.